Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial and right ventricular channels. Additionally, two signal artifact monitoring (sam) episodes were stored. Furthermore, high out of range pacing impedance measurements were observed on the right ventricular channel and low out of range pacing impedance measurements were observed on the right atrial channel. It was determined that this was due to electromagnetic interference (emi). The patient was undergoing an ablation procedure at the time, once it was done measurements went back to normal. No changes have been performed. This device remains in service. No further adverse patient effects were reported.